Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Literature article received entitled, "proximal fixation with a modular stem in complex revision tha". Literature article entitled "proximal fixation with a modular stem in complex revision tha" orthopedics. 2006 sep;29(9):816-7 was reviewed for reportability. The article purpose: "this study analyzed the outcome of femoral fixation using a modular, proximally coated titanium femoral component (s-rom; depuy, warsaw, ind) in complex revision surgery at a mean follow up of 14 years." Fifty-four hips requiring revision surgery were evaluated with revision average age 55 years and 34 men and 20 women. Twenty-three of the revisions were performed on previously cemented femoral components. Forty four hips required acetabular revision as well. Of the seven hips that were previously septic, two reinfected and 5 became aseptically loose (all due to femoral fractures and one of those "cracked the liner as well as the femur resulting in component subsidence")..."no uncoupling or breakage of the components occurred in this series." Noted are 3 sleeve "failures" one in the patient with osteogenesis imperfecta and the other two due to reinfection. The article does not clarify or focus on acetabular component nor does it identify the manufacturers. Impacted product: depuy srom stem & sleeve adverse events: revision, pain, femoral fractures (post op), infection.